Event description:
Livanova received report that flows and rpms dropped during a procedure when a centrifugal pump was used on a s5 system. Reportedly, everything was changed out to continue bypass. There was no patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 system. The incident occurred in (B)(6). The serial number of the centrifugal pump was not provided. It will be provided via supplemental report if made available. The same event associated to revolution disposable pump was reported under MFR report number 9680841-2022-00038. Under 9680841-2022-00038 it was reported that at the begin of a cec procedure, the perfusionist noticed that an increased rpm's on the scp way has to be set to obtain the requested blood flow. The revolution speed was set a 3500 revolution per minute (rpm) to get a blood flow of 5 liter per minute (lpm). The flow started dropping to 4 lpm, and then to 3 lpm, event with the pump speed increased to 3500 rpm. The arterial pressure also drop as the flow dropped. The perfusionist has informed the surgeon and medical team elected to came off bypass. When they checked the driver of the pump, the heard a pitched noise form the pump. However, when repositioned the noise went away. Adequate flow could still no achieved so medical team elected to change out the entire pump and circuit. Bypass was completed with no other issue. On 22 august 2022, the involved disposable circuit was received at livanova USA (arvada) for investigation. Follow-up with the customer clarified the following points: priming phase had no issue. Everything was behaving normally until they went on pump; it was a regular bypass case, 5 grafts. They were only on bypass 3 minutes the first time when they experienced the drop in flows; planned blood flow was 6 lpm at 300 rpm. After changing to a new pump and new circuit, they were able to achieve their required flow rate of 6 lpm; the duration of the change-out is unknown; act's were checked before going back on pump with the new circuit and they were at 450. Act¿s were measured at 451 prior to going back on. They were then kept at a targeted rate of 480; the pre-oxygenator-membrane-pressure was not monitored and is routinely not monitored; the inlet to the revolution was never clamped during the procedure. Routinely they do not do it; blood gases were performed during the change out and again upon going back on pump and all values were within normal parameters. The crna said the patient pressures never fell into a critical area; there was no repositioning of the cannula. The perfusionist specifically asked the surgeon if he was doing anything like that and he said he had not. Cannula were not changed. The cannulas were examined for clot concerns, and none were observed. Patient¿s act was 451 at the lowest; perfusion did not administer any drug with vasoconstrictor effect; patient pressure was a little over 60. Patient¿s condition after the change was fine and they were able to move forward with the case. The patient came off pump fine and it fine; pump sheet will not be provided; and the disposable circuit is available for investigation. The involved device has been received for detailed investigation, and preliminary inspection didn¿t identify any evident defect. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: as anticipated in the previous supplemental report, the customer canceled service request for this equipment. Investigation has been performed on the disposable revolution pump. Findings revealed that the upper hub was partially worn and the impeller was damaged. Thus, the impeller lifted up and applied excessive pressure on the upper bearing, leading to its damage. Taking into account the followings: - above mentioned investigation conclusion for the associated disposable complaint - no component replacement was deemed necessary on the hlm - the hlm is currently in use at the customer site and fully functional - no further complaints have been received on this equipment the root cause of the reported event is traced back to a disposable-related failure. Considering investigation conclusion, reportability decision changes to not reportable event based on the fact that equipment did not cause/contribute to the reported event. The reported event is related to a disposable failure and it is not related to any equipment failure.

Event description:
See initial report.

Manufacturer narrative:
H.10: livanova received information that customer canceled the service request. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.